Event description:
The customer called technical support (ts) and reported that the device has a blower failure. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name reporter phone number: (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards.